Event description:
Ventilator alarmed loss of calibration and wound not provide respirations to the patient. I started to bag the patient. Rt was called. A new ventilator was brought in and connected. Rt took the old ventilator to biomed. Saturations were maintained. Manufacturer response for ventilator, puritan bennett (per site reporter): contacted covidien tech support. Corrective action is to first run est to see if it passes and clears the error.